Manufacturer narrative:
(B)(4). Visual examination of the returned item identified the product as fractured. Additionally the unit showed signs of repeated use (nicked, gouged, worn). The device history records were reviewed, and identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint was confirmed. A definitive root cause is attributed to standard wear and tear from repeated use for 8+ years. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported when impacting the femur the impaction pad broke. No patient impact. No additiional information available